Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a non-abbott device procedure. Reportedly, a suture break occurred when the plunger was removed. The suture of a new perclose device was successfully pre-placed. The sheath was upsized to a 16f and the non-abbott device procedure was completed. Hemostasis was achieved with the pre-placed perclose suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.